Manufacturer narrative:
H4: the device was manufactured august 30, 2022 - august 31, 2022. H10: the device was received for evaluation and contained 10 ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and the results were found to be within the product specification range. Based on the functional flow test result, the device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the date of event was between an unspecified date of february 2023 and march 2023. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.